Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Distal connectors of the tigerpaw system ii device were not engaged correctly. The second tigerpaw system ii was used successfully. A small tear on the left atrium appendage was over-sewed w/prolene 3.0 and felt strips. There was no patient negative effects.